Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted., corrected data: h6, h10

Manufacturer narrative:
Brand name is unknown. UDI and catalog information are unknown. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a no disposable pump won't run error message. It was unresolved with multiple troubleshooting attempts. Green flow stop and air noted in line. Patient was not affected. No additional information. There was no patient injury reported.